Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, to correct h8 to reuse, and to clarify h10. H10 correction: to clarify "damage on the charge coupled device which lead to a scope malfunction error" mentioned in h10 on the initial was in reference to the e216 and e218 error found during evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the events (static image and the e216/e218 scope errors) were caused by the following: a defective image sensor unit, a defective internal circuit board inside the video connector, or a system failure. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the endoeye flex deflectable videoscope had no image (momentary blackout). There was no injury or harm to the patient.

Manufacturer narrative:
Upon evaluation, multiple faults were found including: damage on the charge coupled device which lead to a scope malfunction error, dented video cable, cracked video connector, chipped a-rubber adhesive, dirty angulation lever, dirty sw1, and the bending angle in up direction did not meet the standard value due to wear of the angle wire. The following devices were also scratched: video connector, video connector case, lg cover glass, lg connector, control unit, rl lever, angulation lever, sw1, grip, a-rubber. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.